Manufacturer narrative:
Further information was provided that stated that the patient was discharged to home on (B)(6) 2015. During the reported event, the patient remained asymptomatic. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause of the high power alarms cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 0925/2015, dated through (B)(6) 2015: power consumption above normal operating range. Additional notes: 9 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 7.0 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 5.1 w on (B)(6) 2015 outside of normal power consumption. Log file analysis review date: 09/26/2015, dated through (B)(6) 2015: normal power consumption. Additional notes: 9 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 6.5 w. Waveforms indicate an increase in power consumption of approximately 0.5 w starting on (B)(6) 2015. Current parameters are within the normal operating range. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with "high watts" alarms, increased lactated dehydrogenase (ldh) levels, and dark colored urine. Heparin and tissue plasminogen activator (tpa)were administered with a subsequent pump powers decreased. The last report received indicated that the patient remained hospitalized on a heparin infusion; coumadin was started, and his urine was clearing. Investigation is ongoing.